Event description:
It was reported that the ilet user experienced elevated blood glucose after announcing a usual size meal even though what they ate was larger than usual and subsequently performed an additional ¿less than breakfast¿ announcement shortly after in an attempt to obtain more insulin. No alarms occurred and no infusion set issues were observed. Symptoms included hyperglycemia with a peak near 320 mg/dl, without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to meal announcements and dosing behavior, and an incorrect procedure or method associated with the user interface interactions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.